Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6)- aviva - system 1 (B)(6) - nano - system 2.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 230 mg/dl on aviva meter (system 1) and 110 mg/dl on nano meter (system 2). No death or serious injury reported. Requested return of suspect device and replacement was sent.